Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was 101 mg/dl. Tandem technical support was unable to verify issue, but advised customer to monitor system performance. Customer acknowledged and stated that they would call back if issue persisted.